Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection manually and did not require third-party assistance. Technical support provided guidance on resetting the pump, which successfully resolved the malfunction as it did not recur afterward. The customer acknowledged the instructions and was advised to continue using the pump and to contact support if the issue arose again.